Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that the patient was receiving the following medications via their implanted pump at the time of a refill performed on (B)(6) 2015: baclofen (concentration: 15.0 mcg/ml, dose rate: 25.480 mcg/day), dilaudid (concentration: 9.0 mg/ml, dose rate: 15.2880 mg/day), and bupivacaine (concentration: 450.0 mcg/ml, 764.40 mcg/day). The manufacturer/type of baclofen and drug lot number was unknown. The indication for use regarding the pump was non-malignant pain and failed back surgery syndrome. The pump was described as not working correctly. The patient was in extreme pain and had weakness in her legs. The onset of weakness in the legs occurred in (B)(6) of 2015 and extreme pain occurred in (B)(6) of 2015. The patient saw a surgeon in (B)(6) of 2015 who suggested more surgery for the situation. The patient did not want another surgery as she had complications with the last one and experienced pulmonary embolism. Regarding the last surgery (date not reported) the patient was noted as not having healed correctly. It was further reported that on (B)(6) 2015 the patient had an MRI of the thoracic and lumbar area to check the catheter and was referred to another neurologist, however the patient was told that because of all the hardware (rods/screws from previous surgeries) they were unable to see the catheter and did not know what to do about it. The patient had no falls or trauma. It was further reported that at the time of the refill performed on (B)(6) 2015 the actual residual volume (arv) was 8 ml and the expected residual volume (erv) was 4.5 ml. A pump volume discrepancy was also noted at the time of the most recent refill on (B)(6) 2015. On (B)(6) 2015 arv was 9 ml and the erv was 4.5 ml. The hcp removed the bupivacaine as she said it was making her legs week. The patient initially received bupivacaine "around (B)(6) 2015" and she noticed a gradual change in her legs each month which became worse and worse. The hcp had also increased the baclofen; concentration / dose rate not reported. It was noted that the hcp talked about the transition time due to changes in medication. The patient was considering contacting the refill hcp for pain management direction and to inquire whether or not t hey had contacted the manufacturer for consultation regarding imaging. Additional information requested included clarification of baclofen intrathecal, drug therapy dates, other medications (oral, etc.) The patient was receiving at the time of the event, medical history, troubleshooting performed, cause of issue, actions taken, and event outcome.